Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abscess ("hospitalization for suspected abscess ") in a (B)(6) year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, brain damage, chickenpox, polycystic ovarian syndrome, female infertility, back pain on (B)(6) 2013, ischemic encephalopathy, cerebral palsy and cholecystectomy. Concurrent conditions included obesity, left upper quadrant pain since (B)(6) 2011, right lower quadrant pain, constipation since (B)(6) 2013, diarrhea since (B)(6) 2013, epilepsy since (B)(6) 2013, hypertension since (B)(6) 2013, unilateral leg pain since (B)(6) 2015, unilateral leg pain since (B)(6) 2015, knee pain since (B)(6) 2015, penicillin allergy since (B)(6) 2016, hives since (B)(6) 2016, vomiting since (B)(6) 2016, fever since (B)(6) 2016 and gas in stomach since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful prolonged periods /dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("depression"), acne ("acne"), cervicitis ("chronic cervicitis") and abscess (seriousness criterion hospitalization). In 2011, the patient experienced rash macular ("rashes or skin conditions type: red blotches"). In (B)(6) 2011, the patient experienced menorrhagia ("painful prolonged periods /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced vision blurred ("blurry vision,") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain ") and vaginal infection ("vaginitis"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, headache, vision blurred, weight increased, cervicitis, abscess and abdominal pain outcome was unknown, the dysmenorrhoea, depression, acne and vaginal infection was resolving, the menorrhagia, vaginal haemorrhage, migraine and dyspareunia had resolved and the rash macular had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, acne, cervicitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash macular, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Insertion details:(B)(6) 2011:hysteroscopy with fallopian tube cannulation: right side· coils in good position, trailing coils: 5. Left side coils in good position- trailing coils; 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Ultrasound scan vagina - in 2011: everything was fine. Patient's current weight (B)(6) lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: depression, acne, vaginitis, abscess, chronic cervicitis. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, laboratory data, lot number were added. Added event abnormal bleeding (vaginal), red blotches, migraines, headaches, dyspareunia (painful sexual intercourse), blurry vision, weight gain, depression, acne, chronic cervicitis, hospitalization for suspected abscess. Updated outcome, onset date. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abscess ("hospitalization for suspected abscess") in a 29-year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, brain damage, chickenpox, polycystic ovarian syndrome, female infertility, back pain on (B)(6) 2013, ischemic encephalopathy, cerebral palsy and cholecystectomy. Concurrent conditions included obesity, left upper quadrant pain since (B)(6) 2011, right lower quadrant pain, constipation since (B)(6) 2013, diarrhea since 19-nov-2013, epilepsy since (B)(6) 2013, hypertension since (B)(6) 2013, unilateral leg pain since (B)(6) 2015, unilateral leg pain since (B)(6) 2015, knee pain since (B)(6) -2015, penicillin allergy since (B)(6) -2016, hives since (B)(6) -2016, vomiting since (B)(6) 2016, fever since (B)(6) 2016 and gas in stomach since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess (seriousness criterion hospitalization), dysmenorrhoea ("painful prolonged periods /dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("depression"), acne ("acne") and cervicitis ("chronic cervicitis"). In 2011, the patient experienced rash macular ("rashes or skin conditions type: red blotches"). In august 2011, the patient experienced menorrhagia ("painful prolonged periods /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced vision blurred ("blurry vision,") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain ") and vaginal infection ("vaginitis"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abscess, abdominal pain lower, headache, vision blurred, weight increased, cervicitis and abdominal pain outcome was unknown, the dysmenorrhoea, depression, acne and vaginal infection was resolving, the menorrhagia, vaginal haemorrhage, migraine and dyspareunia had resolved and the rash macular had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, acne, cervicitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash macular, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery insertion details: (B)(6) 2011:hysteroscopy with fallopian tube cannulation: right side· coils in good position, trailing coils: 5 left side coils in good position- trailing coils; 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Ultrasound scan vagina - in 2011: everything was fine. Patient's current weight 220 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: depression, acne, vaginitis, abscess, chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysmenorrhoea ("painful prolonged periods") and menorrhagia ("painful prolonged periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.